Manufacturer narrative:
Both devices have been used and are in poor condition. One device has no t¿s or suture. The other device has t1, t2 and suture attached to the needle track. This conflicts with the complaint allegation. Both devices have bent needles. Due to the damages neither device cycles or advances properly. The second device cycled and actuated with resistance, but t¿s were released. Both devices show manipulation in attempt to reach desired surgical location. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established. Subsequent information relayed identifies the second device as c-(B)(4) which is cross referenced and shares sales order and service note numbers with c-(B)(4). Based upon this information, this evaluation will be shared with c-(B)(4).

Event description:
It was reported by customer that device presented both t1 and t2 deployment at the same time.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.